Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
The patient told the MRI tech, that her pump had been off and her pump ¿beeps sometimes¿. The pump was used to deliver fentanyl. The details regarding the event and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.